Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the release of this transcatheter bioprosthetic valve, the valve dislodged ventricular. The valve was snared. The implanting physician attempted to move the valve up to the annulus, however it ended up moving down into the descending aorta. A second transcatheter (non-medtronic) valve was implanted. No additional adverse patient effects were reported.